Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature) on arctic sun device. It last sounded at 9:04am, targeted temperature (tt) was 37.2c, patient temperature (pt) was 36.4c, water temperature (wt) was 36.2c, flow rate (fr) was 2.4lpm. Device in normothermia set to rewarm to 37c at 0.25c/hr, water reservoir level was 5, heater command (hc) was 81 percentage. They were troubleshooting low flow earlier and filled the reservoir. Nurse confirmed they did not empty the pads first. Walked nurse through draining excess water from the circulation tank. Water up to 40c by the end of the call, therapy continued.

Event description:
It was reported that they were getting alert 113 (reduced water temperature) on the arctic sun device. It last sounded at 9:04am, targeted temperature (tt) was 37.2c, patient temperature (pt) was 36.4c, water temperature (wt) was 36.2c, flow rate (fr) was 2.4lpm. Device in normothermia set to rewarm to 37c at 0.25c/hr, water reservoir level was 5, heater command (hc) was 81 percentage. They were troubleshooting low flow earlier and filled the reservoir. Nurse confirmed they did not empty the pads first. Walked nurse through draining excess water from the circulation tank. Water up to 40c by the end of the call, therapy continued. Per follow up via phone with the initial reporter on (B)(6) 2024, it was reported that the patient passed away. No other details were provided, and the call was disconnected. Per follow up information received via phone on (B)(6) 2024, the initial reporter stated the patient was brain dead due to an injury and was placed on the arctic sun device to try to regulate their body temperature. She confirmed the device had alert 113, but the issue was resolved with troubleshooting. There were no other problems encountered with the device. The initial reporter stated the patient later passed away due to their admitting diagnosis, and their death was unrelated to the arctic sun device. No additional information was available.

Manufacturer narrative:
This supplemental MDR is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review a potential root cause for this type of failure could be weak circulation pump. However, there was insufficient information to confirm this potential root cause. Nurses were getting alert 113 (reduced water temperature) on arctic sun device. It last sounded at 9:04am, targeted temperature (tt) was 37.2c, patient temperature (pt) was 36.4c, water temperature (wt) was 36.2c, flow rate (fr) was 2.4lpm. Device in normothermia set to rewarm to 37c at 0.25c/hr, water reservoir level was 5, heater command (hc) was 81 percentage. They were troubleshooting low flow earlier and filled the reservoir. Nurse confirmed they did not empty the pads first. Walked nurse through draining excess water from the circulation tank. Water up to 40c by the end of the call, therapy continued. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature) on arctic sun device. It last sounded at 9:04am, targeted temperature (tt) was 37.2c, patient temperature (pt) was 36.4c, water temperature (wt) was 36.2c, flow rate (fr) was 2.4lpm. Device in normothermia set to rewarm to 37c at 0.25c/hr, water reservoir level was 5, heater command (hc) was 81 percentage. They were troubleshooting low flow earlier and filled the reservoir. Nurse confirmed they did not empty the pads first. Walked nurse through draining excess water from the circulation tank. Water up to 40c by the end of the call, therapy continued.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review a potential root cause for this type of failure could be weak circulation pump.. However, there was insufficient information to confirm this potential root cause. Nurses were getting alert 113 (reduced water temperature) on arctic sun device. It last sounded at 9:04am, targeted temperature (tt) was 37.2c, patient temperature (pt) was 36.4c, water temperature (wt) was 36.2c, flow rate (fr) was 2.4lpm. Device in normothermia set to rewarm to 37c at 0.25c/hr, water reservoir level was 5, heater command (hc) was 81 percentage. They were troubleshooting low flow earlier and filled the reservoir. Nurse confirmed they did not empty the pads first. Walked nurse through draining excess water from the circulation tank. Water up to 40c by the end of the call, therapy continued. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.